Event description:
A 3.0mm diameter by 24mm length s7 stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. The lesion was pre-dilated with a 2.5mm by 16mm ptca balloon. The stent delivery system was successful in crossing the target lesion, however, it was determined the stent was too long for the lesion. Therefore, the stent delivery system was pulled back from the coronary artery. Upon removal, the stent dislodged from the delivery balloon when it was pulled into the sheath. Attempts to snare the stent were unsuccessful. The stent remains in the pt's arterial vasculature. The target lesion was subsequently treated with another MFR's stent. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event.